Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The device was reprocessed before it was sent to olympus and it was confirmed that there was no obvious deviation from the reprocessing procedure in the instruction manual. Additionally, there was no device abnormality on the adhesion part at the tip appearance and around the objective lens where foreign material was adhered. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: chapter 3 compatible reprocessing methods. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an aer/wd. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the cysto-nephro videoscope exhibited foreign material in the distal end and adhesive around the objective lens. There were no reports of patient involvement.